Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the connector kit was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong nxt connector. The sample was received in its original sealed package. A hair-like fiber was observed within the sealed package. Microscopic inspection of the sample confirmed the presence of a hair-like fiber within the sealed package. The foreign hair-like material appeared to have been deposited during device packaging at the manufacturing facility. Photographs have been forwarded to the manufacturing facility for further evaluation. A lot history review (lhr) of redt2909 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a hair in the sealed package. No other information was provided.